Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose 7 / page 81: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9 / pages 108-109: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
It was reported that patient experienced vomiting, diarrhea, dehydration, and a blood glucose exceeding 500mg/dl while using the omnipod system. Subsequently, patient visited the emergency room (ER). While at ER, hospital meter read in excess of 500mg/dl, while patient's personal diabetes manager (pdm) read 362mg/dl. Treatment included manual injections of insulin and an "artery test" to measure patient's ph levels. It was advised that artery test would determine whether or not patient would require insulin drip. At the time of this report, patient was being admitted to the hospital. We are currently making good faith efforts to obtain the outcome of this event.

Manufacturer narrative:
It was further reported that the patient went into diabetic ketoacidosis because her blood glucose meter strips were incorrect. At the time of additional contact, the patient had been off the product for a while. No other information was obtained.

Manufacturer narrative:
Revised date to (B)(6) 2018 in order to accurately reflect when additional information was received, reported under 3004464228-2018-02185-01.